Event description:
It was reported that the customer had a motor error alarm on insulin pump. The customer's blood glucose level was 349 mg/dl. The trouble shooting was performed. The customer was assisted on how to clear the alarm. The customer was advised to disconnect to the insulin pump. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube window.